Event description:
This pt is a participant in pro disc-l ide and experienced this event post approval. Pt status post pdl implantation experienced slight subluxation, l5-s1, of polyethylene inlay as noted on x-ray. Date of adverse event was reported as (B) (6) 2006. This is three of three reports for this event.

Manufacturer narrative:
Synthes is unable to provide the manufacturer, and/or the date of manufacture without a part/lot number provided or the returned device. Subject device was part of an ide. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no part/lot number was provided. Manufacturing records could not be reviewed without a lot number. This event is consistent with pro disc-l post market experience. Pd has determined that no investigation of the individual event is necessary based on comparison with approved device trends. Post ide study, as part of the u.s. Launch of pro disc-l, a thorough training program for surgeons and sales consultants was put in place. Surgeons and sales consultants must complete the training program prior to performing pro disc-l total disc. Replacement surgery.